Event description:
It was reported that the patient underwent a plif at level 4-5, using rhbmp-2/acs. The surgeon irrigated with antibiotic solution and decorticated under the microscope the l4 and l5 transverse processes and rolled bmp, half of a large kit, around vitas putty 5 cc which was also soaked in blood from the wound. The cigars of bmp were used for posterior arthrodesis at l4 and ls. The bodies of the screws were then applied a 40 mm curved rod and locked the system as recommended by the manufacturer after the caps were applied. On (B)(6) 2008, the patient had a refusion l4-5 posterolateral arthrodesis ¿ the patient developed a pseudoarthrosis at l4-5 with a little facet widening on one side that was termed as spondylolisthesis related to translational and angulation lateral and underwent a previous fusion at l4-s. The patient felt that the left side is a painful side related to the instrumentation and was brought back to remove the instrumentation and explore the fusion for potential refusion. Sometime postop, the patient also reported experiencing nerve damage.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2007: patient presented with following pre-op diagnosis: l4-l5 lumbar spondylolisthesis. For which, patient underwent minimally invasive guided l4-l5 posterolateral fusion with pedicle screw fixation and bmp allograft under microscopic dissection. Per op-notes, " ..surgeon irrigated with antibiotic solution and decorticated under the microscope the l4 and l5 transverse processes and rolled bmp, a large kit, half of it around vitas putty 5 cc which was also soaked in blood from the wound. Surgeon used those cigars of bmp for posterior arthrodesis at l4 and l5. Patient tolerated the procedure well without any intraoperative complications .."